Event description:
It was reported that the patient accessed the pump¿s fill tubing function while connected and intentionally delivered approximately 6¿7 units of insulin through the tubing in an attempt to correct a high glucose, after which they were instructed to use insulin pens for correction and to remain disconnected for at least two hours before reconnecting; this reflects an improper procedure involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem centered on an incorrect method involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.